Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there had been a few occasions where the device interfered with medical equipment. The patient stated that they were trying to use an EKG on the patient and the patient was having cauterization done in an area in her colon due to a colonoscopy. Electro cautery use was reviewed with the patient and if the health care professional (hcp) did not ground properly what could potentially occur. It was noted that they did not turn stimulation off to avoid any interference and when they came home and turned it back on they noticed an end of service (eos) message. It was confirmed that the device was off, disabled, and no longer providing therapy. There was no allegation/dissatisfaction with the ins longevity or symptoms reported. The patient was redirected to their hcp. There were no further symptoms or complications reported or anticipated.